Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure on (B)(6) 2019. During the procedure, the patient's device was interrogated and low sensing values and loss of capture were observed on the right atrial lead. It was suspected that the lead was dislodged or damaged during the procedure. Programming changes were made. On (B)(6) 2019 the patient presented for a lead revision procedure. The lead was attempted to be repositioned but was unable to pass the stylet and as a result was explanted and replaced. It was noted during the extraction that the lead insulation was not completely intact on the outside. No adverse patient consequences were reported and the patient's condition was stable throughout the event.